Event description:
Litigation alleges that patient has experienced pain and discomfort. It is also alleged that the right hip became severely infected, requiring revision surgery. Bilateral.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/10/2012-pfs and medical records received. Part/lot info provided so the first liner and head are from the left primary operation are reported for pain/discomfort. The second two liner and head are from the right primary operation. Infection, pain, discomfort was reported for the right primary, but after review of the right revision operative note it was actually a wound infection. The head and liner were the only implants replaced during this operation. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that patient has experienced pain and discomfort. It is also alleged that the right hip became severely infected, requiring revision surgery. Bilateral. Update rec'd 12/10/2012-pfs and medical records received. Part/lot info provided so the first liner and head are from the left primary operation are reported for pain/discomfort. The second two liner and head are from the right primary operation. Infection, pain, discomfort was reported for the right primary, but after review of the right revision operative note it was actually a wound infection. The head and liner were the only implants replaced during this operation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/17/2014. Doi: (B)(6) 2008 - dor: (B)(6) 2008 (right side), (B)(4) was a bilateral patient. The right hip has now been transferred to (B)(4), while the left hip has been transferred to (B)(4). Complaint file content has been scanned and attached. Dr/6-17-14 no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.